Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said the catheters tore his prostate.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "mandrels touching each other within the pallet." The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the catheter before use. Do not use if the product if the device or packaging is damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the catheters tore his prostate.